Manufacturer narrative:
This instrument was investigated. On 02-21-2018 an ortho field engineer (fe) arrived at the customer site and reviewed the log to confirm the issue. Fe cleaned leds, diffuser plate and reader camera. Performed reader camera alignment and adjustments. Fe confirmed bright camera is set to 113 (range 101-128). Customer ran sample in question and results were as expected. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reports the provue posted false negative results when she feels the reactions should have been at least flagged due to weak agglutination that is present in the gel card. The gel card happened to be placed in the service rack for a ? Flag on a different patient and that is when she discovered the false negative issue. Customer expected positive or questionable antibody screen with cells 1 and 2 (wells 5 and 6 in the gel card) due to history of the pregnant patient having anti-d from antepartum rhig. She performed an antibody identification panel (by manual gel) and its results were consistent with an anti-d as expected.